Event description:
The customer reported that the central nurse's station (cns) was displaying a "monitor network disconnect" error as well as a "screen control initialize error" message.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was displaying a "monitor network disconnect" error as well as a "screen control initialize error" message. The customer also reported that the screen appeared to be blue. They rebooted the unit and swapped the hdds, but the issue persisted. No patient harm or injury was reported. Investigation summary: during troubleshooting, nihon kohden technical support (nk ts) had the customer check the network closet and they found that the cns was plugged into the wrong ethernet port. Switching the ethernet cable to the correct port resolved the network disconnection issue but the hdds were still not booting correctly. The customer requested a warranty exchange and nk ts initiated the exchange. They sent the cns in and during the evaluation of the returned unit the reported issue was duplicated. The repair center replaced the hdds and re-imaged the drives to version 02-08. The unit was tested for 24 hours and found to be operating to the manufacture's specifications. The root cause is determined to be the facility's network environment and the failure of the hdds. The most common cause for blue screen errors is the result of settings or network permissions, not due to the malfunction of the device. Hdds have an expected life cycle of 20,000 operating hours. This can be managed by following the recommended maintenance schedule in the operator's manual. The patient's live vital monitoring was not interrupted as the bedsides and rns monitoring system were not affected. Additional information: b4 date of this report d9 device available for evaluation? G3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h10 additional manufacturer narrative

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is displaying a "monitor network disconnect" error as well as a "screen control initialize error". The customer also reported that the screen appears to be blue. They rebooted the unit and swapped the hdd's, but the issue persisted. They will be sending this cns in for a repair/evaluation. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Attempt #1: 01/11/2021, emailed the customer via microsoft outlook for patient information: no reply was received. Attempt #2: 01/18/2021, emailed the customer via microsoft outlook for patient information: no reply was received. Attempt #3: 01/25/2021, emailed the customer via microsoft outlook for patient information: no reply was received.

Event description:
The customer reported that their central nurse's station is displaying a "monitor network disconnect" error as well as a "screen control initialize error".